Event description:
The catheter was inserted right radial artery for continuous blood gas monitoring. After insertion, the physician inserted a paratrend 7 sensor into the device cannula, but shortly thereafter, blood oozing was noted and there was no blood pressure waveform. It was discovered the catheter had separated and was retained in the radial artery. The piece of catheter was successfully removed and the artery was repaired. There were no pt complications.